Manufacturer narrative:
The jig is a part of reusable instruments kit. The jig will be evaluated on return of the kit. The investigation is ongoing and a supplement report will be submitted.

Event description:
It was reported by the sales representative that the surgeon did not use the jigs provided in the stanmore implants instrumentation kit, instead the surgeon preferred using a competitor's jig.

Manufacturer narrative:
The complaint is in reference to surgeon preference. There was no clinical delay in the procedure and there were no known adverse effects to the patient. As the jig or the axle in the trials kit was not returned it was not possible to carry out an inspection on the components involved in the complaint. Batch numbers of instruments and trials used are not known and were not passed on to siw by the hospital. Good faith efforts made to identify the batch number of the mets instrumentation in question have determined that this information is not available. Comments from the tm suggested that the surgeon felt the procedure would have been successful using instruments provided by siw however it would have been a slower operation. The surgeon instead used competitor's instruments. Surgeon preference on instrumentation is being reviewed. This complaint is being closed and is being tracked and trended.

Event description:
It was reported by the sales representative that the surgeon did not use the jigs provided in the stanmore implants instrumentation kit, instead the surgeon preferred using a competitors jig. This is a supplemental report to 3004105610-2015-00015 (B)(4).